Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had white discoloration and a slight bulge near its upper portion just below the upper fitment. Functional testing was performed and no bulging/ballooning was observed in the silicone segment. The root cause of the report of a ballooning silicone segment was not identified.

Manufacturer narrative:
Correction initial reporter address.

Manufacturer narrative:
The customer¿s report of a leak at the smartsite closest to the patient was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Also observed were two puncture holes in the center of the blue piston of the distal smartsite of the primary set. No other anomalies were observed. Functional and pressure testing confirmed a leak from the two punctures in the center of the blue piston of the distal smartsite. The root cause of the customer¿s report of a leak at the smartsite closest to the patient was determined to be two puncture holes in the blue piston of the distal smartsite.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was noted to be ballooning at the pumping segment and it also leaked ns at the smartsite closest to the patient. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.